Manufacturer narrative:
(B)(4).

Event description:
It was reported that the sensor code was not accepted. Data was provided for investigation. Confirmation of the complaint was not confirmed via data. The probable cause could not be determined. In addition, a transmitter failed error was found in connection to the reported allegation. The reported event of the sensor code was not accepted is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.